Event description:
It was reported that the programmer would not connect to the software defined network (sdn) and had display issues. It was also reported the programmer will not boot up and is frozen on an all white screen. Unable to fix in the field. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2067 rf (radio frequency) head. (B)(4).